Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins). The rep reported that the hcp was inserting the lead during implant and the lead ¿got stuck¿ in the needle. The rep reported that the hcp attempted to advance and retract but was not able to. The rep reported that the hcp then pulled the needle and lead out of the patient and pulled the lead out of the needle. The rep reported that the hcp stated that it appeared to have ¿sheared¿ the electrodes and didn¿t want to use the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the lead getting stuck in the needle was undetermined. This was confirmed with the healthcare provider (hcp).